Event description:
Following a cataract surgery, the patient developed post-op acute endophthalmitis. The patient was treated. No additional information has been received.

Manufacturer narrative:
The lot history record was reviewed and no discrepancies or deviation that would contribute to the reported problem were noted. The product was deemed acceptable for release. The root cause of the endophthalmitis has not been identified.